Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Asr xl - left hip. Reason for revision: component loosening (acetabular), pain, occasional noise, alval / soft tissue reaction. Update: additional reasons for revision and stem from dpyous 73 (scf) received (B)(6) 2012.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl - left hip, reason for revision: component loosening (acetabular), pain, occasional noise, alval / soft tissue reaction. Update: additional reasons for revision and stem from dpyous 73 (scf) received (B)(6) 2012. Update rec'd (B)(6) 2013 - revision hip changed to right hip, implant date. Update rec'd (B)(6) - updated doi. Update - (B)(6) 2015 - corrected manufacture date on cup, head and sleeve as originally inputted incorrectly. ((B)(4)) update - 'ticked contact with bodily tissue - not applicable' for the sleeve , amended the construct type for sleeve to read 'hip femoral stem/sleeve' , added all expiry dates. All previously missed. Amended on (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl - left hip, reason for revision: component loosening (acetabular), pain, occasional noise, alval / soft tissue reaction. Update: additional reasons for revision and stem from dpyous 73 (scf) received 4 jan 2012. Update rec'd 30 nov 2013 - revision hip changed to right hip, implant date. Update rcvd 14 aug - updated doi. Update 17 feb 2015 - corrected manufacture date on cup, head and sleeve as originally inputted incorrectly. (Dr 17.02.15)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - left hip. Reason for revision: component loosening (acetabular), pain, occasional noise, alval / soft tissue reaction. Update: additional reasons for revision and stem from dpyous 73 (scf) received 4 jan 2012. Update rec'd 30 nov 2013 - revision hip changed to right hip, implant date. Update rcvd 14 aug - updated doi.

Manufacturer narrative:
Depuy still considers the investigation closed.